Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). A partial UDI is being reported because the lot number was not provided. It was reported that calcification was noted in the common femoral artery. The perclose proglide instructions for use states the safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the surgical procedure appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Twelve returned unused devices from two different lot numbers were returned for evaluation. Based on a visual and function inspection analysis of the returned devices, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other four proglide devices are filed under separate medwatch MFR reference numbers. (B)(4).

Event description:
It was initially reported that suture placement in the heavily calcified, left and right common femoral arteries was attempted with proglide devices using a pre-close technique, via a 9 fr sheath prior to an abdominal aortic aneurysm (aaa) procedure. The sutures of the four proglide devices were successfully preplaced using the pre-close technique. The sheath was upsized to 18 fr and the aaa procedure was completed. Reportedly, one suture on the left side did not deploy correctly and the whole suture came out of the vessel. The method of achieving hemostasis on the left was not provided. Hemostasis was successfully achieved in the right common femoral artery using the pre-placed sutures of the proglide devices. There was no clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close procedure. No additional information was provided. Subsequently, a maude report was receiving stating: "male undergoing a repair of hip renal abdominal aortic aneurysm using a modular bifurcated graft, after the procedure perclose [proglide] devices were used to close the femoral sites but failed to deploy correctly. A total of 5 perclose [proglide] devices were used during the procedure. The patient subsequently underwent a bilateral femoral artery exposure and closure. All perclose [proglide] devices with the same lot have since been removed from stock and returned to the manufacturer." No additional information was provided.